Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an end of service (eos) code. The eos was seen the day prior to the report. There was no trauma or falls that could be related to this issue. No symptoms reported. Further follow-up is being conducted to determine what circumstances led to the eos and what steps were taken to resolve the issue. If additional information is received, a follow-up report will be sent.